Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) was confirmed. Upon investigation the monitor was intermittently recognized ECG signal. The cause for the failure was an intermittent electrode belt receptacle connection. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize ECG signal.